Event description:
Healthcare professional reported a right side with no complaint against the device. Healthcare professional later reported right side "hole, non-specific". Device has been explanted and replaced .

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Additional observations: stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side with no complaint against the device. Healthcare professional later reported right side "hole, non-specific". Device has been explanted and replaced .